Event description:
A malfunction was reported by the customer regarding the pump. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted. Technical support was set to replace pump, and customer was advised about necessary steps, including putting pump into storage mode before returning it, and received instructions for actions upon receiving replacement pump.